Manufacturer narrative:
Of the 3 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pump, 1 was found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 150-150 pounds and between 22 and 58 years of age. Of the reported patients, 0 were male, 3 were female.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 2 instances of temp - moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.